Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported that she received a medical safety information form and requesting for insulin pump replacement without the scroll wrap feature. Customer stated that she was on the bolus screen and was attempting to decrease the amount of delivery to 1. 5 units for her meal and she accidentally pressed act button on maximum bolus and she had to suspend the insulin pump. Customer had 1 or 2 units insulin delivered but she was fine. No further information provided.